Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, during check it was noted that the right ventricular lead exhibited a variable capture. At post revision procedure, the lead exhibited intermittent capture. The lead was explanted and replaced successfully. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the right ventricular lead had dislodged.